Event description:
It was reported that the flip flop brake handle on the 9800 system was damaged. Also, there was poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The brake handle was replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.